Event description:
It was reported that during a da vinci-assisted surgical procedure, the protective sheath of the monopolar curved scissors (mcs) split, causing a piece of the sheath to fall into the patient's abdomen. It was necessary to suction the site to retrieve the piece. The sheath was replaced to prevent recurrence. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the surgeon was dissecting the kidney to identify the anatomical structures for the nephrectomy. There were no visible debris left in the patient. A colleague and intern present observed that the sheath was cut. A piece was suctioned via surgical suction by the intern. The device was immediately changed. There were no adverse outcomes for the patient during the operation, no injury, and no laparotomy. Post-operatively, it is unknown if the patient experienced any problems; once the patient left the operating room, there was no further news. The surgeon did not provide any information and is no longer present in the facility. There are no photos.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tear was axially aligned with the tip cover and measure 5.0 mm in length. There are no signs of thermal damage.